Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had poor r-wave sensing and elevated capture thresholds since implant. The lead was explanted when repositioning was unsuccessful.